Manufacturer narrative:
This supplemental report is being submitted to correct an error in the initial report (g1: foreign and company representative to company representative only). Olympus will continue to monitor field performance for this device.

Event description:
No new information received from the customer.

Manufacturer narrative:
Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited cut on pink rubber. There was no patient involvement.